Event description:
It was reported that, following ongoing use of this artificial urinary sphincter, the patient experienced urinary retention. A suprapubic catheter was inserted while the physician determined the cause of the retention. During this period, a device evaluation determined that the pressure regulating balloon (prb) of the aus had sustained damage which impacted device function. The physician believed that the prb was damaged during placement of the suprapubic catheter. Proximal bladder neck contracture and scarring was also diagnosed. The scarring was reportedly due to prior procedures as well as the bladder neck contracture; the scarring also had an impact on urinary function. The device was explanted while the contracture was addressed. Visual examination at explant found that there was no fluid in the system. A new device was later implanted. No further patient complications were reported.